Manufacturer narrative:
Updated patient's weight. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type extension. Product ID 3387s-40, lot# va1kvl1, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 15-jan-2022, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 28-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient's right system was explanted due to infection. Unknown if any environmental/external/patient factors may have led to the infection. No further complications were reported or anticipated with this event.